Event description:
Revision surgery was performed due to head dislocation and stem neck shaving. A black discoloration of the bone and soft tissue within the joint were revealed at the revision. There was no bone fragility or soft tissue loss. The cup continued to be used and the insert was replaced due to age-related wear.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Manufacturer narrative:
Reported event: an event regarding wear involving a trident liner was reported. The event was confirmed via evaluation of the returned device. Method & results: -product evaluation and results: visual inspection of the device indicated that the outer surface of the liner which articulates with the shell is worn. Damage is consistent with delamination and material loss. The yellow discoloration observed on the liner is consistent with the absorption of synovial fluid by the device. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to disassociation of the head from stem. Liner wear was also reported. Visual inspection of the device indicated that the outer surface of the liner which articulates with the shell is worn. Damage is consistent with delamination and material loss. The yellow discoloration observed on the tibial insert is consistent with the absorption of synovial fluid by the device. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Revision surgery was performed due to head dislocation and stem neck shaving. A black discoloration of the bone and soft tissue within the joint were revealed at the revision. There was no bone fragility or soft tissue loss. The cup continued to be used and the insert was replaced due to age-related wear.